Manufacturer narrative:
Results: the ruby coil stretch resistant wire (sr wire) was fractured. The non-penumbra microcatheter was ovalized approximately 6.0 cm from the distal tip. Conclusions: evaluation of the returned device revealed that the non-penumbra microcatheter was ovalized with the ruby coil stuck inside. This type of damage likely occurred due to improper handling during use. If the ruby coil is advanced or retracted through an ovalization in a microcatheter, resistance is likely to occur. Further retraction of the ruby coil against resistance, may result in sr wire fracture, which will result in the embolization coil unintentionally detaching from its pusher assembly. The ovalization in the non-penumbra microcatheter like contributed to the resistance experienced and the ruby coil unintentional detachment. The pusher assembly to the ruby coil was not returned for evaluation. Penumbra coils are visual inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician experienced resistance while advancing the ruby coil near the end of the non-penumbra microcatheter; therefore, the physician decided to retract the ruby coil. However, while retracting the ruby coil, the physician experienced resistance and the ruby coil unintentionally detached within the microcatheter; therefore, the physician removed the microcatheter with the coil inside and completed the procedure using a new microcatheter and additional ruby coils. There was no report of an adverse effect to the patient.